Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)) of driveline power fault alarms, system controller internal faults, and backup battery fault alarms were confirmed via analysis of the returned system controller and review of the submitted and downloaded log files. The system controller was functionally tested, and it was found that fuses f6 and f7 were electrically open. This is with consistent damage to the modular cable. The fuses were replaced, and the system controller was functionally tested and passed. Log files were reviewed, and it was observed that a backup battery fault alarm activated on 15jun2025 due to the backup battery reaching the end of its service life. The backup battery was uninstalled on 25sep2025 and the alarm resolved, consistent with the backup battery being exchanged. On 25sep2025, it was also noted that the driveline was disconnected from the system controller, consistent with the reported modular cable exchange. The log files captured events consistent with the reported damage to the modular cable beginning on 27sep2025. The root cause of the backup battery fault alarm was determined to be due to the backup battery being at the end of its service life. The root cause of the controller fault alarms was determined to be due to the damage to the modular cable and could not be correlated to an issue with the system controller. Additionally it was found during investigation that the black power cable was damaged and there was fluid ingress on both power cables. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, backup battery fault, internal system controller fault, and power cable disconnect alarms. Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. This section also instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Section 2 of the patient handbook also instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a modular cable exchange on (B)(6) 2025 due to severe cosmetic damage with exposed wires. Log files were sent for evaluation on 29sep2025 due to sudden low flow alarms that did not turn off. The patient had presented to the emergency room (ER) with complaints of dizziness, shortness of breath, and an alarm on their system controller. The modular cable was also assessed on 29sep2025, and it was noted that there were several placed where the wires were damaged after switching their modular cable on 25sep2025. The patient's controller was reading low flow with a flashing red broken heart and an alarm time of 220 minutes at the time of assessment by the cardiologist on (B)(6) 2025. Upon assessment, there was no audible left ventricular assist device (lvad) hum upon auscultation, and the pump registered no flow or power consumption. Given the time that the pump had been inoperative and the likelihood of thrombosis, the decision was made to disconnect the patient's system controller and inactivate their lvad support. The decision was made to not restart the pump due to the patient not being on anticoagulation therapy and the length of their pump not being on due to the risk for thrombosis. The patient was placed on a low dose of dobutamine, and palliative care was consulted. The patient was not a candidate for pump exchange or transplant due to lack of social support and significant noncompliance history. The site reported that there was no visible damage to the patient's driveline. The event log captured emergency backup battery (ebb) fault alarms from the beginning of the data capture. It appeared that the ebb was reseated or replaced as it appeared that the ebb was not installed on 25sep2025 at 1419. It appeared that the driveline was disconnected briefly for about 3 seconds on 25sep2025 at 1415. It was also noted at time in the log that there were some lower flows below the 2.5 lpm threshold but were not sustained long enough to trigger the audible alarm. There appeared to have been controller internal fault alarms noted on 27sep2025 at 1358 showing fuse a open followed by driveline power faults (power a). The driveline was disconnected shortly after on 27sep2025 at 1406. T the patient slowly declined after being made do not resuscitate (dnr) and passed away on (B)(6) 2025. The cause of expiration was that the pump had stopped. The outcome was device or therapy related. An autopsy was not performed, and the pump was not explanted or returned.